Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the transfer of the device to the operating room before a surgery the left front break screw of the levelling foot came out. The field service engineer was able to put the screw back in, but the black cup was missing and could not be found.

Manufacturer narrative:
The field service engineer inspected the device and the most probably root cause is damage during use. The defective component was replaced with a new one to avoid recurrence of similar incident.